Event description:
During a shoulder arthroscopy rotator cuff repair case today, the tip of the disposable needle for the suture passing device broke off in the rotator cuff. The physician determined it would be more detrimental to attempt to retrieve it than to leave it in place.